Event description:
It was reported that the system 9800 displayed a ma error and low battery charge error. The system was reinitialized and the procedure completed without further incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the x-ray filament was defective and was replaced. The battery packs were allowed to fully charge and that error was eliminated. The filament calibration was performed an everything found to be within specification. The system was tested and found to be working as intended and placed back into service.